Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
The customer reported experiencing shakiness and sweatiness which led him to test his blood glucose level. The customer received a reading of 195 mg/dl on their freestyle meter. However, the customer was still not feeling good so he went to the hosp. The hosp received a reading of 600 mg/dl, approx 45 minutes after the customer's reading. The customer was diagnosed with severe hyperglycemia and treated with two shots of insulin. In addition, the customer self treated with novolog (rapid acting insulin). There was no report of death or permanent impairment associated with this event.